Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. Therapy dates:1/10/2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will b5-this is report 6 of 6 for complaint.

Event description:
This is report 6 of 6 for complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Photographs were returned to depuy synthes for evaluation. Visual analysis found that the photographs showed the tfna helical blade inserter. The handle of the device, which is removable, is missing in the photos and the flange has significant impact damage on the side that would contact the guide sleeve. There are numerous scratches and marks on the shaft and the etching has been partially obscured. After a visual inspection per guidance provided in windchill document , it was determined that the reusable instrument was worn from repeated use and servicing and the damage observed was consistent with an end-of-life indicator; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed of tfna helical blade inserter would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following document was reviewed: windchill document. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: complainant part is not expected to be returned for manufacturer review/investigation.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on (B)(6) 2023 that during surgery, the triple set of sheath, guide, and trocar is used for spiral blade placement. The guide of 3.2 is passed, it is measured, it passes the side cortical drill which is with evident wear on its edges and proceeded to pass the spiral blade through the sheath. The impactor does not enter the sheath well and the specialist has to hammer hard to be able to enter and pass the blade through the sheath and then over the bone. When removing the device to perform the distal lock on the directional arm since it is a short nail, it is not possible to remove it, the impactor did not come out and the specialist manages to remove it from the sheath with hammer blows. Subsequently the sheath and compression support nut are locked in the directional arm and cannot be removed. Several maneuvers are attempted to remove the sheath but this is not possible. In one of these maneuvers, the proximal part of the 4.2 long drill bit is broken. After trying without results, the entire arm is removed, the doctor decides to perform distal block by freehand, where the tip of the short drill bit of 4.2 splits, being left inside the patient. Additionally, another doctor enters the operating room and the specialist tells him about the situation, he puts on sterile gloves and manipulates the directional arm and the sheath trying to remove it to perform the distal block, hammers the sheath at the tip part and the sheath bends. The doctor is respectfully told not do that, that he will end up further damaging the equipment and the doctor retreated to one side and left the instruments. The specialist, despite what happened, manages calmly during the surgery but leaves in evidence the annoyance for the failures of the equipment, recognizing that it was mistake of the equipment, not human, since he knows the instruments and has already placed the nail on several occasions. This report is for one (1)tfna helical-blade impact this is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.